Event description:
It was observed that during the device evaluation, the device had a foggy image due to damage on the charged coupled device (ccd) unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on ccd (charged coupled device) unit, foggy image occurs. The most probable cause was trace to component failure. However, a definitive root cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.